Manufacturer narrative:
(B)(4). The reported field event of atrial noise was confirmed in the laboratory via stored egms. The device was tested on the bench and no anomalies were found. The cause of the atrial noise could not be determined.

Event description:
It was reported that a patient presented in the operating room for a scheduled generator replacement. The device has a history of noise on the atrial channel. The noise was reproducible with light pocket manipulation. During the procedure the device was disconnected and the noise stopped. Device header is a probable cause of the noise. The device was explanted and replaced. The patient was stable post-procedure and will continue to be monitored.